Event description:
It was reported that echocardiography showed what looked like a maggot. A thoracotomy was performed to confirm which revealed a pathological lesion at the outflow graft. Therefore a pump exchange was conducted due to an infection. The patient was reported to be stable with good course post the pump exchange and flow at 2.8lpm. It was additionally reported that on (B)(6) 2024, a computed tomography (CT) scan was performed that confirmed new cerebral aneurysms or brain abscesses. The lesions were small and were observed with antihypertensive therapy. The event was not thought to be related with the device as the complications were not from the heartmate 3.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: outcomes corrected. Section b3: event date corrected. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section d6a: date of implant corrected. Section e1: reporter email was not available. Section h6: clinical and impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.